Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by nursing staff, issues with the spectrum pump and upstream occlusion alarms. This occurred during an unspecified process step on the 10th floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.